Event description:
Patient was undergoing laparoscopic hysterectomy and bilateral oophorectomy using davinci robot. The procedure required insertion of the rumi manipulator into cervix for manipulation of the uterus. A 10-cm cannula was placed on the rumi manipulator and a 3-cm koh cup was used. Stay sutures of 0 vicryl were placed at 3 and 9 o'clock on the cervix and the rumi was placed without difficulty. Surgery progressed as expected until surgeon opened anterior vagina and could not visualize the white on the rumi manipulator or the blue koh cup. On inspection the koh cup had slipped out of the notch on the handle and allowed the cup to slip back. Additional surgery (approx 30 min) was performed to dissect tissue and verify that no injury had been sustained to ureters. With no evidence of injury, the procedure ended and patient was discharged without complications the following day.